Event description:
Per the speech therapist's report, the child hit his head on the implant side on a door in 2007 and reported that he could not longer hear. Testing was attempted at the clinic two times in the same month. No connection could be established with the implant. The device was explanted one month later, and the pt was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.